Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mmj586, xcw897719 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent extradivine thrombectomy on an unknown date and suture was used. The suture broke when sewing. Changed to another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.